Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.

Manufacturer narrative:
(B)(4). During baxter's evaluation, false upstream occlusion alarms were confirmed. Further evaluation was unable to reproduce the false upstream occlusion alarms. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The failed upstream sensor was replaced.